Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found about 12 syringes thatthe needle hub stayed in the needle shield when it was removed. Verbatim: consumer reported found about 12 syringes needle hub stayed in needle shield when removed. Did not mention if difficult to remove needle shield."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found about 12 syringes thatthe needle hub stayed in the needle shield when it was removed. Verbatim: consumer reported found about 12 syringes needle hub stayed in needle shield when removed. Did not mention if difficult to remove needle shield."